Manufacturer narrative:
Unit received with intermittent button response during testing due to flattened dome switch on the act button. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched around casing.

Event description:
Customer's aunt reported via phone call to have seen the scroll wrap recall on online and inquired about it. Caller was educated on scroll wrap recall. Caller requested to have insulin pump replaced. Customer's aunt called back regarding pump replacement. Caller was advised that there was no estimated time of arrival for pump and that same model insulin pump could be sent; caller agreed. No further information provided.